Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by unspecified stomach issues. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment for the peritonitis event was not reported. At the time of this report, the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of the peritonitis event was not reported; it was specified to have occurred in (B)(6) 2014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.